Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer provided names of assays where repeat testing was performed: calcium, creatinine, urea, uric acid, tgo, tgp, and cholesterol. It was clarified that "more than 75" patient samples were affected. It was clarified that erroneous results were reported outside of the laboratory. Erroneous calcium (ca) results for an additional patient sample have been provided. The initial ca result was 1.45 (unit of measure not provided). The repeat result was 1.95 (unit of measure not provided). It was clarified that no adverse events have occurred.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer complained of erroneous results for several parameters for several samples. The specific number of samples and which parameters were affected was not provided. Only one example of erroneous results for creatinine plus ver.2 (crep2) was provided. It is not known if erroneous results were reported outside of the laboratory. This information has been requested but not provided. The initial crep2 result was 1500 (unit of measure not provided) on the cobas c 701 instrument. The repeat crep2 result was 70 (unit of measure not provided) on the cobas 6000 system. It is not known if any patients were adversely affected. This information has been requested but not provided. The crep2 reagent lot number and expiration date was requested but not provided. The customer has cleaned all reagent and sample probes, checked rinse stations and cuvettes. The customer performed quality control testing and all results were within specification.